Event description:
It was reported that the patient was experiencing telemetry error following a reprogramming session. It was noted that the ipg was implanted too deep. The patient underwent a revision procedure wherein the ipg was removed.

Manufacturer narrative:
Exact date unknown, event occurred shortly after the implant procedure.

Manufacturer narrative:
The returned ipg was analyzed and the ipg was in hibernation and regained its functionality after being fully charged in one charge cycle. The device was able to link to an rc (remote control) with no issue. The charge current was in the expected range which does not suggest a deep pocket. It passed the functional test, and an electrical test revealed normal device characteristics. With all the available information, boston scientific was unable to confirm the as reported observation with testing of the product return. Hence, the probable cause selected for this complaint is no problem detected.

Event description:
It was reported that the patient was experiencing telemetry error following a reprogramming session. It was noted that the ipg was implanted too deep. The patient underwent a revision procedure wherein the ipg was removed.